Event description:
The patient's bed alarm was found to be defective because it would not arm. A ticket was placed for the defective bed alarm and the technician confirmed that the bed alarm was malfunctioning.